Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set came out. The patient woke up and noticed that the tubing had disconnected from the site portion and patient's blood glucose level was at 134 mg/dl. This happened about four to five times. The site location patient's hip area and the pump was worn on the waist. The infusion set had been in use for two days and the infusions were stored in either the closet or the bag. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.